Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. Medical review - a lens tear may occur due to poor loading technique into the cartridge. If the surgeon notices the tear only after delivery into the eye, a removal can be done using the same incision; it is not necessary to enlarge the incision or add any sutures therefore there is usually no impact on the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of the event is lens tear secondary to inappropriate loading of the icl into the cartridge. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) but the lens tore/broke. The lens was removed and another same model/diopter lens was implanted. The problem was resolved. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material; break. (B)(4).